Event description:
The stryker prophecy team received a CT scan for an upcoming revision surgery. The talar component was initially implanted too far lateral and was impinging on the fibula. The talar component was removed. Upon removal, the surgeon discovered the tibial component was loose, it was removed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.